Event description:
The customer initially called to report losing the battery cap for the insulin pump. The customer then stated, that her blood glucose reading was 530 mg/dl, which the customer had treated with an injection. However, the customer was breathing heavily and had slurred speech during the phone call. The paramedics were called to assist the customer at her home.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.